Event description:
As chief of the cardiology dept they want to let your organization know that they bought an ECG holter cassette recorder to the local rep of rozinn electronics inc. They received the unit model rz 151, cassette recorder. From the first study, they experienced troubles in the recorder, cassette tapes gets stuck in the capstan and speed errors. They return it to the local rep dealer called digimed, who returned the unit back and the problem was not solved. Dealer did not honor the warranty terms. They received other recorder, same brand, rozinn electronics, experiencing the same problem, plus malfunction of one of the 3 channels. Did not record any ECG trace in the third channel. They did not repair the unit, they did not cover the warranty, saying that it is a designing problem from the factory rozinn electronics inc.